Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative clarified that the patient¿s trial was in (B)(6) 2016, and they were implanted in (B)(6) 2017. They stated that the patient is just now complaining about the trial after permanently being implanted for 6 months. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the serial number of the leads was unknown. The leads were removed. The patient further reported that the leads were removed and the report stated that the trial had 100% relief; however, the patient indicated the leads migrated on the second day and no relief was noted on such a short time period. The patient had permanent implant done based on this report. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were upset because their healthcare provider (hcp) was blaming them for not informing them that the trial was not effective. The patient stated that the ¿stimulator malfunctioned,¿ but then provided additional details stating that the trial leads migrated. The patient stated that they did not feel any stimulation sensation despite turning their ens all the way up. The patient stated that this happened. 1.5 days after being implanted with the trial leads. The patient contacted their local manufacturing representative (rep) about it and they told the patient to see their hcp. The patient then went in to see their hcp at the end of the trial (5 days) and another rep was there while the trial leads were removed. They stated that the nurse at the hcp office said the leads were just about out of the patient¿s back and were just under their skin. The post-trial report, however, stated that the trial lasted five days and provided 100 percent pain relief. The patient was upset because this was not true. The patient wanted communication records between the rep and the patient regarding the lead movement. It was indicated that the patient would continue to inquire to the reps and their hcp¿s office regarding the issue. It was reported that the event occurred in (B)(6) 2016. No further complications were reported/anticipated at this time. On (B)(6) 2017, additional information was received from the patient. The patient requested that a message be sent to the manufacturing representative (rep) to contact the patient¿s physician. The patient stated that their physician told them they would have never implanted had they known the trial lead was almost out when the lead was removed at the end of the patient¿s trial. The patient stated that they will seek a lawyer if they don¿t get a straight answer from the rep. The patient was upset and noted that they had an unnecessary procedure done, that didn¿t need to be done. No further complications were reported at this time. On (B)(4) 2017, additional information was received from the manufacturing representative (rep) reporting that the patient's lead pull date was on (B)(6) 2016. It was reported that at that time it was suspected that the patient's leads may have migrated, but it was not confirmed with an x-ray. It was reported that their records showed that the patient received several days of good pain relief before they noticed the pain returning. It was reported that their lead pull date was moved up because of this. It was reported that the patient had claimed good relief for the days before their suspected lead migration and decided that based on that relief, they elected to move forward with the implant. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system other applicable components are: product ID neu_unknown_lead , product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external trial neurostimulator. It was reported that the patient did not get pain relief at all during the trial. However upon check records it appeared that the patient had a 6 day trial with good pain relief. The patient stated that pain relief had be great until the morning of the fifth day of the trial. The patient was asked to come in on day six to have the leads pulled to possible migration causing less pain relief. Upon the leads being pulled it did look as thought they had pulled down. The patient felt that the leads had been pulled down while sleeping. No further complications were reported as a result of this event.